Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor cannula bent (retracted) inside sensor, unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with their sensors. The customer states that the sensor light indicators are not blinking. It is reported that the customer's sensor is missing the cannula. The customer's blood glucose level at the time of incident is reported to be 252mg/dl. Troubleshooting was reported to be conducted, and it was determined that the sensors would be sent back for analysis and replaced.